Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient faced tubing detachment from infusion set. The site of insertion was abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country : the united states. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.